Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the implant is stuck with the mount and is not possible to remove it. Doctor placed other implant in the same surgery using other mount and other implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' H10: additional narrative. One implant and mount were returned for investigation. Visual evaluation of the as returned product identified the malfunction. Implant is stuck with the mount and is not possible to disengage/release. Functional testing was performed, and the mount was not able to be disengaged from the implant. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth 13 (fdi). The customer did not provide any pictures or x-rays. Review of appropriate documentation:documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - 07/2021 / biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings and precautions. DHR review (boet3211): DHR review was completed for the subject lot number (2020020233). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: boet3211: complaint history review was performed for the reported lot number (2020020233) for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.